Event description:
The patient presented to the clinic with rising pacing thresholds, diminished r-waves, and symptoms of shortness of breath and chest pain. The physician reported that patient received inappropriate shocks which were found to be caused by t-wave oversensing and an electrolyte imbalance. The right ventricle lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated that the baseline r-wave measurement of 7.3 mv decreased to 2.25mv for the week ending (B)(6) 2013. There was no evidence of t-wave oversensing (twos). It was not possible to confirm the capture/threshold complaint as the device does not have ventricular capture management or associated trend data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.